Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no image and error code 226 no communication during a therapeutic procedure, involving an olympus gynecologic laparoscope that was completed with a back-up device. There was no patient injury reported.